Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The customer contacted technical support for assistance. It was identified that the customer was provided a wrong remote alarm cable by the rental company. The part number was provided to the customer for the correct cable to use. No further information regarding resolution has been provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the remote alarm was alarming all the time when the ventilator is not and vice versa. There was no patient involvement at the time the issue was discovered.